Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/25/2016 with the following findings: investigation revealed a crack in the battery compartment. Unrelated to this issue, investigation revealed that the audio bolus button was damaged and punctured. The audio bolus button responded appropriately during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed cracked battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/25/2016.